Event description:
Customer called to report that after completing the routine bi-weekly maintenance, fluid was observed on the floor underneath the unicel dxc 600 synchron system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. Customer also reported that calibration for the modular chemistry side was failing. Customer did not know the source or nature of the leaking material. Customer believed that fluid accumulation had been in the overflow tray underneath the electrolyte module. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting the instrument issue by instructing customer to check for loose and leaking components. Customer was unable to find the source of the leak. A field service request was generated; however, customer resolved the issue prior to the field service engineer's arrival and no further service was required. From the information provided, it was determined that the failure mode of the instrument issue was a leak from the ion selective electrode (ise) drain, which was caused by a kinked ise drain tube.

Manufacturer narrative:
(B)(4).